Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2022, the patient experienced hypoglycemia. The sensor was inserted into the abdomen. The event occurred more than a year prior to being reported and the patient could not remember details. No bg or cgm values or other details could be remembered by the patient, and it could not be confirmed what the device failure mode was or if it actually caused or contributed to the event. The patient experienced hypoglycemia with loss of consciousness and dehydration. At some point the patient was able to call an ambulance and they took the patient to the hospital. The patient stayed overnight at the hospital and there was no documentation about the treatment provided. The patient was discharged the next morning. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.